Manufacturer narrative:
Initial reporter: additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was in use with a cadd administration set when an "air" alarm was displayed without any visible air in the system. There was no patient injury.